Manufacturer narrative:
On 12 jun 2024, it was identified that there was a miscommunication between kaiser and b. Braun when this complaint was reported. It was clarified by kaiser that the concern with the device was that the screen went blank and the infusion stopped during use and that the event was not necessarily a concern with the accuracy of the infusion. Based on the new information the incident no longer involves a reportable malfunction and there was no serious injury to a patient, user, or third part. Therefore, this case is no longer considered to be reportable per 21 cfr 803. The complaint remains on file in the b. Braun medical complaint management system as internal report number (B)(4).

Event description:
As reported by the user facility: unit had under infusion issues, minimun information was provided. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 8 seconds or 97% of expected accuracy perform preventive maintenance service.